Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. The technical service representative had the home patient cycle the power on the homechoice to clear the alarm and to get the device to advance to press go to start. The technical service representative had the home patient disconnect and remove the cassette. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.